Event description:
The reporter states doing back to back (rapid succession) blood glucose tests, using the same finger stick. Rptr's results were 316 and 111mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of control solution (reporter's was expired.) On followup, the reporter states doing the back to back tests due to the high reading on the first test. Rptr cleans meter on regular basis, and described accurate technique for applying blood on strip. No harm was alleged.